Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to investigate the reported event. The fse was able to confirm the reported error message on the error log, but did not attempt to reproduce it, because of the error messages "2012" and "4020" generated by the aia-360 instrument are commonly associated to a bent sample nozzle, which was confirmed when the covers were removed. The fse was not able to reproduce the "4010" error message. The fse replaced the sample nozzle assembly, and adjusted the nozzle at the sample diluent position, as it was very close to the wall. The fse validated the aia-360 instrument by running daily check and customer-prepared quality controls, which passed within published ranges. The aia-360 instrument was performing within specifications. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 27-jul-2018 through aware date 27-aug-2019. There were no other similar events reported during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message: 2012 air detected [diluent] description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. Error message: 4010 mixer slip description: the mixer motor slipped. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. Error message: 4020 spec.z-axis home overrun description: the specimen z-axis motor overran on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to a bent sample nozzle assembly. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error messages "2012 air detected [diluent]", "4010 mixer slip", and "4020 spec.z-axis home overrun" on the aia-360 instrument. The instrument was down, and the customer requested service to address the event. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl 2) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.